Event description:
It was reported to the manufacturer, that the vns patient has been experiencing mild but permanent vocal cord paresis. The event began following vns implantation surgery, therefore, the medical professional believes the reported event is related to vns therapy. Diagnostic tests performed on the device revealed proper device function. No interventions were taken for the reported event, as it was not deemed necessary.